Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: 16.00. (B)(4). Method: device work order search. Result: a device work order search was performed and one similar complaint was found within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 16.00 diopter preloaded injector. Prior to implantation, during the pushing of the lens into the cartridge, the plunger tore the lens optic. Lens was not implanted and there were no adverse events reported.

Manufacturer narrative:
Device evaluation: the delivery system was returned in a device tray. Visual inspection found not enough viscoelastic, plunger bent/broken/rotated/overridden, and lens stuck in cartridge. Corrected data: result code: (evaluation result) - a device work order search was performed and no similar complaints were found within the work order. (B)(4).